Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at implant was not reported. However, currently the patient has a 7cm aneurysm. The patient presented emergently with abdominal pain. A CT performed identified a type ia endoleak. The patient was symptomatic. The physician noted hemoglobin decrease due to the patient¿s bleeding. The patient has a mechanical valve and the patient is currently in blood thinners. The physician performed an intervention where a 32mm cuff was added proximately and the endoleak was resolved. The patient received blood during the intervention. The physician stated that the leak was attributed by the high inr ratio. No additional clinical sequelae were reported and the patient is doing fine. Film review analysis: review of several still angio images during an intervention revealed that an endurant bifurcate was positioned approximately 1cm below the renals. The proximal flow lumen diameter near the renals was approximately 28mm (per the calibrated pigtail), and the neck appeared angulated in the a-p orientation (per the proximal marker¿s). A cta slice showed a possible proximal type I endoleak, and the aortic neck and aortic body was angulated 90 deg (a-p to the distal limbs). No other stent graft issues were observed. An endurant cuff was then seen placed approximately 5mm above the bifurcate; just below the level of the renal arteries. The endoleak appeared to have resolved. The exact cause of the reported proximal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for return. It is possible that the patient¿s blood disorder (high inr) may have caused the endoleak. It could not be determined if the angulated neck and current low placement below the renals may have also contributed.